Event description:
It was reported that the device was used during a laparoscopic nephrectomy. Surgeon was on the renal artery and dissecting the device was closed and waited 6-7 seconds. When the device was released, the first portion of the staple line was malformed and the last portion had no staples, but had a complete cut line. The bleeding started and the case was converted to an open procedure. The patient received a transfusion. Patient was in ICU after the procedure was completed. The patient is doing better as of today. Additional followup: the patient is fine. She was discharged in 3 days. She's expected to have a full recovery. A white cartridge was used. It was the first fire. All staples were malformed, but were only present on one side of the cut line. The device was returned. Pre existing conditions: kidney cancer. Patient is female, (B)(6). Device was easy to fire. Dr fired the device. He's been using the device since 1998. Yes everyone has been inserviced.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the conditions of the device; however, the returned reload was loaded into a test device and was tested for functionality; the test device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The returned device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.